Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set rubber piece does not retract over the needle, and leakage occurred. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "it was reported that the rubber piece does not retracts back over the needle and blood is continuing to flow out. Customer reports that the sleeve on non-patient needle failed to retract for cat 367285 lot 1ji411.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set rubber piece does not retract over the needle, and leakage occurred. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "it was reported that the rubber piece does not retracts back over the needle and blood is continuing to flow out. Customer reports that the sleeve on non-patient needle failed to retract for cat 367285 lot 1ji411¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve does not recover/leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sleeve does not recover/leakage. Bd was not able to identify a root cause for the indicated failure modes as no samples were provided.